Event description:
Patient received tmj orthotic device manufactured by south carolina dental sleep and tmj, using formlabs dental lt comfort resin. Patient experienced: near anaphylaxis, swelling of lip, throat, face, eyes, ulcerated lip, difficulty breathing, swallowing. Ongoing treatment as symptoms have not resolved.

Manufacturer narrative:
The potential for allergic or hypersensitivity reaction is a known and labeled risk associated with dental lt comfort resin. This risk is addressed in the current instructions for use via a contraindication and patient warnings. A review of manufacturing records for the subject lot confirmed the device met all quality specifications. No product non-conformance was identified.